Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 4 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that there was difficulty retracting the pta balloon dilatation catheter through the sheath after being used in the subclavian vein. The balloon catheter and introducer sheath were removed together as a unit. A second pta balloon dilatation catheter was used with the same result. A third pta balloon dilatation catheter was used to complete the procedure. There was no report of injury to the pt.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) with the homechoice (hc) machine during drain 4 of 5. The home patient (hp) had disconnected to go to the restroom and reconnected. The hp would finish with a manual exchange and notify the peritoneal dialysis registered nurse. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
It was reported that a right hemicolectomy procedure the device was fired on mesentery with a gray cartridge. The case was completed with no patient consequence. That evening the patient was taken back into the or due to bleeding. The bleeding was coming from the staple line. Two clips were placed on the staple line to control the bleeding. The patient is doing fine. The device was discarded.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's (hp) nurse (rn) who stated that the hp has had a care plan meeting since the incident and was retrained on the homechoice. The rn also stated that the patient, prior to the incident, had been prescribed ambien, which was making him 'out of it' at night. Some time after this incident, the patient was taken off of the medication. Since then, the patient has done well. The rn confirmed there was no injury or harm to the patient as a result of this incident.